Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Other evaluation findings were as followed: there was a noise when the connector moved and there was a e216 error code displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center scope detection was not working. The issue was found during preparation for use in a diagnostic procedure and was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.